Event description:
Per the clinic, the patient developed an infection at the implant skin flap site, with fluid accumulation. Subsequently, a purulent fluid aspiration was done by puncture (specific date not reported). The patient was hospitalized on (B)(6) 2026, for a duration of five days due to swelling, during which, another purulent fluid aspiration was done. The device was then explanted on (B)(6) 2026. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached.